Manufacturer narrative:
(B)(6).

Event description:
It was reported that at the moment of staring the femoral tunnel, the drill bit was broken and the piece was removed with a clamp. No patient injury reported.

Manufacturer narrative:
One 4.5mm flexible endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. Drill has broken where the double helix transitions to 9 revs per inch. No material voids are present at the break area. The break area is partially uncoiled on the distal portion of the drill. Further examination of the drill head showed the primary cutting surface and flutes are damaged. The condition of the device indicates the drill was subjected to excessive forces during use. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.